Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced rails on drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.